Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03june2019. The manufacturer¿s field service engineer (fse) confirmed the battery failure issue. The fse replaced the battery to address the reported problem.

Event description:
The manufacturer¿s field service engineer (fse) reported battery failure. There was no patient involvement.